Event description:
It was reported that after the paddle implant procedure, the patient had difficulty moving his right leg. No device malfunction was suspected. The patient underwent a lead explant procedure. The patient had sensation in the leg and still having difficulty moving it postoperatively. The explanted lead will not be returned.